Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) the full lead was returned and analysis found that there were no anomalies. However, the distal electrode was covered with blood. The outer insulation was breached/cut. The proximal conductor had blood on it. The distal conductor was distorted (kinked/buckled). Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was reported that lead had high thresholds. A perforation was suspected but could not be confirmed by x-ray. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.